Event description:
Healthcare professional later reported a left side "hole in radius (edge) checked under observations made during surgery ." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior as surgical damage. Additional observation: ¿ crease observed on the device. ¿ wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported a left side "hole in radius (edge) checked under observations made during surgery ." Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.